Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A subculture test was used to confirm the results as false positives. The customer stated that results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "the top has been there for a long time, and in drawer a, rack j/k already has a few locked cells, which the customer can no longer free with the calibration bottles. The customer is claiming false positives."

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A subculture test was used to confirm the results as false positives. The customer stated that results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "the top has been there for a long time, and in drawer a, rack j/k already has a few locked cells, which the customer can no longer free with the calibration bottles. The customer is claiming false positives"

Manufacturer narrative:
H.6 investigation summary: a complaint of "false positive results" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). Field service engineer was dispatched and rack was replaced to resolve the issue. The complaint is confirmed and the root cause of false positives is not known. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 6/20/2013. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.